Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to palpitations/chest discomfort. It was found that the right ventricular (rv) lead had frequent t-wave oversensing (twos) noted on the current electrogram. The rv lead remains in use. No further patient complications have been reported as a result of this event.